Event description:
A customer reported that their pump's battery was draining faster than usual. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up or troubleshooting, and further information could not be obtained.